Event description:
On (B)(6) a gore® dryseal flex introducer sheath was used as an accessory during an endovascular repair. After all stent grafts were implanted, an angiography for the access vessel was performed and it revealed a minor dissection of the right external iliac artery. This dissection had no effect to the blood flow, therefore the physician decided to monitor it. The patient tolerated the procedure.

Manufacturer narrative:
The device was discarded at the treating facility and was therefore not available for analysis. Results pending completion of investigation: manufacturing evaluation results will be provided once they are completed. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. H6: updated investigation conclusion code from d16 to d12 and d15. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).